Event description:
Conmed japan reported on behalf of their customer that the device, 60-6085-202a, vcare 200a - large was being tested pre-operatively on (B)(6) 2022 when it was reported ¿the handle turns round and round.¿ there was no injury or impact to the patient. An alternate unknown device was used to complete the procedure. Conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-202a in opened original package. Lot number was verified. Performed a visual inspection, there was liquid within the pilot and uterine balloon. Performed a functional inspection per IFU, the balloon functioned as intended. The complaint was confirmed, and the handle was spinning. With further investigation of the device, the inside of the handle was broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.